Manufacturer narrative:
Batch review performed on 06 june 2016. (B)(4). On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: early subsidence of a femoral stem, few weeks after primary surgery. The final position of the stem appears solid and could remain stable for a long time. A small sign of bone defect on the medial cortex of unknown origin and consequence is visible on the second x-ray. Cup perhaps slightly vertical, it certainly had no influence on the stem subsidence. This is hopefully a case that will self-stabilize and resolve. T : not explanted.

Event description:
The patient complains of pain. X-rays show that the stem is lowered. No re-surgery was planned, but conservative treatment with discharge 6 weeks has been prescribed.

Manufacturer narrative:
Additional information received on 03 august 2016 and includes: no revision is planned. On 01 september 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.